Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012050576); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve was placed the patient developed a complete heart block. No improvement was observed until leaving the operating room, and the patient returned to the room with pacing. No additional adverse patient effects were reported.